Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint was not able to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Wright, b.h., hadley, m.l., harmer, j.r., et al. (2024). No revisions attributable to wear of highly cross-linked polyethylene liners: a long-term follow up study. Journal of arthroplasty, 39 (9), s347-s352. Https://doi.org/10.1016/j.arth.2024.06.042.

Event description:
It was reported in the journal article that the purpose of the long term follows up study was to evaluate implant survivorship, liner wear rates, and clinical outcome. The study reviewed 690 patients who had a total hip arthroplasty, 644 patients with the hxlpe (highly cross-linked polyethylene liners) and a 28 mm femoral head. A posterolateral approach was used in 448 patients, anterolateral approach in 232 patients, and extended trochanteric approach in 10 patients. The indication for revision/surgery was djd (554), osteonecrosis (61), oa (26), inflammatory arthritis (24), hip dysplasia (8), prior girdlestone (8), femoral neck fracture (5), prior hip arthrodesis (2), and oncologic indications (2). The study population had a mean age of 56 years at time of surgery (range 18-87); (361 males and 329 females). Follow-up was conducted with a mean length for 16 years (range, 2-22.5). The study reported that 18 patients received a total hip arthroplasty on unknown date. All patients were revised on unknown dates due to instability. No further information was provided.